Event description:
It was reported that the pump performed the load sequence while customer was connected to the site, without customer interaction. Additionally, it was reported that the pump touchscreen unlocked without customer interaction. There was no reported adverse impact to the customer's blood glucose level. Customer declined to troubleshoot with tandem technical support, therefore no additional information could be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.